Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica crm (dated 10/29/2009), sorin is filing this MDR at this time. (B)(4). Conclusion: abnormal function of the screw mechanism was confirmed during the laboratory investigation. The cause of the malfunction is determined to be associated to inappropriate dimensions of the screw mechanism receptacle in relation to the dimensions of the stylet blade. The features associated to the conductor coil and the lead body are attributed to damages incurred during the implantation attempt. The results of the subject investigation are retained and utilized for trending purposes.

Event description:
During the reported implant attempt, difficulties were encountered while operating the fixation mechanism of the device.